Event description:
The facility reports the pivot pin that secures the hanger bar to the jib arm broke, causing the hanger bar with the sling and resident to fall. The resident hit resident's head, shoulder, and leg.